Manufacturer narrative:
(B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty shaft encoder. The technician replaced the encoder to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a s5 double head pump displayed an error message during a procedure and the pump stopped. The tubing was switched to a different pump and the case was continued without further incident. There was no report of patient injury.